Event description:
MFR report #: 3006493760-2026-00003 a patient noticed increasing pain which led to a follow-up imaging (date not reported) where it was noticed that nut screws loosened. A revision surgery was performed ((B)(6) 2026). During the revision it was detected that two pedicle screws were broken. The surgeon decided to replace the pedicle system. Earlier ((B)(6) 2023), the patient had implanted an icotec pedicle system with a revision on (B)(6) 2024 (MDR no. (B)(4) where the surgeon decided to implant a 5.5 mm diameter pedicle rod from a third party manufacturer (off-label). During this revision the rod was secured in the pedicle screws using new icotec nut screws.

Manufacturer narrative:
Icotec attempted to obtain the retrieved devices for investigation. To date, these have not been made available. Analysis of the relevant production records of the nut screws and pedicle screws did not identify any anamolies that could be a cause of the event. The torque wrenches used in the surgery for final tightening the nut screws were tested at icotec. The instruments functioned as intended. It can therefore be concluded that the torque wrench was not the root cause of the adverse event. The use of icotec pedicle screws and icotec nut screws together with a 5.5 mm diameter pedicle rod from a third-party manufacturer (off-label) has not been tested and approved by icotec. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitte